Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted on stored electrocardiograms (egm) that the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. Programming changes and an induction test were recommended. No patient consequences were reported.